Event description:
Erratic readings. Readings of 364, 177, 102 and 264 mg/dl within 10 minutes. All tests were performed on the finger. There was no report of death, serious injury or mistreatment associated with this event.